Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects at the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the most probable cause of foreign objects at the jet tube was not established. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.